Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was done. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2024. The patient was stable.